Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed. The customer ordered a new ac power module, and then reported to philips that replacing the defective module resolved the failure.

Event description:
The customer reported that the ac power module had failed.